Manufacturer narrative:
E3: occupation: cath lab tech. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The account provided photos of the device, and the sheath was kinked near the sheath tip. The catheter was inserted into the sheath. The sheath kink was visible under fluoroscopy. The complaint can be confirmed for sheath damage. Without a sample, the exact root cause cannot be determined. It is possible torquing the catheter led to the sheath damage and prevented removal of the catheter. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that doctor's patient had right femoral arterial access with 6 fr. X 10cm pinnacle sheath. A 6fr cordis catheter was used for planned percutaneous coronary intervention. While physician was torquing the catheter to engage into coronary vessel, he noticed he was getting some resistance at torquing his catheter after several attempts of engaging into coronary vessel. Fluoro of the groin was performed and noticed the sheath had collapsed and kinked. They were unable to remove the catheter, so they had to get left femoral access to go up and over and use 10mm mustang balloon to the right femoral artery. Balloon removed then re-wire through to pull catheter and sheath out. After catheter and sheath was removed, manual compression was applied to right groin. Post images of right femoral artery was taken showing no damage to the vessel. Per they physician, the patient was doing okay and will return for planned percutaneous coronary intervention (pci), however, radial approach next time. Additional information was received on 23jan2025: the estimated blood loss was less than 20cc. No resistance or spasm at time of access and initial insertion of sheath or guide cath. The patient had no underlying health conditions.